Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary picture review: the received picture confirm the issue as per event description; that the flex screwdriver shaft is at the area near the handle broken / damaged. The complaint therefore has been determined to be confirmed. Investigation flow: damage. Visual inspection: the scrdriver-hex 5 flex cann (part #: 03.037.028, lot #: l195790) was received at us cq. Upon visual inspection, the shaft of the device was cracked at its proximal end. The shaft was not completely broken. No other issues were identified with the returned components of the device. The device failure/defect was identified. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was intended to be measuring within the specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revisions were reviewed. The complaint was confirmed. Conclusion: the complaint was confirmed for the scrdriver-hex 5 flex cann (part #: 03.037.028, lot #: l195790) as the shaft of the device was cracked. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.028; lot: l195790; manufacturing site: hägendorf; release to warehouse date: dec. 02, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 03.037.028; lot number: l195790; manufacturing site: haegendorf; release to warehouse date: dec. 02, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: picture review: the received picture confirm the issue as per event description; that the flex screwdriver shaft is at the area near the handle broken / damaged. The complaint therefore has been determined to be confirmed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot: l195790, manufacturing site: hägendorf. Release to warehouse date: 02.dec.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that shaft of the screwdriver was broken.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2020, the 5mm hex flexible screwdriver had damage to the shaft. The issue was discovered inspection prior to sterilization. There was no known patient involvement. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).